Manufacturer narrative:
Follow-up #1: date of submission 04/03/2015.device evaluation: the device has been returned and evaluated by product analysis on 03/24/2015 with the following findings: a review of the pump¿s black box data revealed low battery warnings and replace battery alarms. There was evidence of short battery life also observed in the black box. The returned battery cap was able to secure onto the pump. The pump powered on with the returned battery cap. The electrical current draws did not measured within specifications. The pump was opened and no moisture was observed. The u33 components was found to be defective and caused high current draws and short battery life. Unrelated to the initial complaint, the battery compartment was cracked.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.